Event description:
The device was used during a laparoscopic gastric bypass. As the surgeon was firing across stomach, it was noted the staples were not forming properly. There was a hole at the top the stomach which was closed by suture. There was a hole at of the stomach which was closed by suture. There was no pt consequence.